Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) swelled outside of the sleeve while attempting to advance the device into the sheath. A new mynx device was opened and used to achieve closure. There was no reported patient injury. The device was used in an interventional peripheral procedure. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves. The device was removed from the package according to the instructions. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both buttons 1 & 2 were fully depressed with the clock symbol visible in the tension indicator. The stopcock was opened. The procedural sheath and sealant were not received for evaluation. The returned device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed with the returned device. Both buttons 1 and 2 were fully depressed; therefore, the device was returned in a condition of complete removal of the device from the patient which matched the intended use of the mynx control per the instructions for use (IFU). So, a functional simulated deployment test was not performed on the returned device. Visual inspection at high magnification revealed that the sealant was not received for evaluation. The product history record (phr) review of lot f2215704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not confirmed through analysis of the returned device since there were no issues noted and the device was received fully deployed. The cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced. However, handling factors are possible. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) swelled outside of the sleeve while attempting to advance the device into the sheath. A new mynx device was opened and used to achieve closure. There was no reported patient injury. The device was used in an interventional peripheral procedure. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves. The device was removed from the package according to the instructions. The device is not being available for evaluation.

Manufacturer narrative:
Corrections have been made to section d8, d9, and h3 as the device was in fact returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, and h6 a review of the manufacturing documentation associated with lot f2215704 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.